Event description:
It was reported that a potential adverse event involving a penumbra product occurred during a procedure. Based on the limited information available at this time, the product may have been a penumbra separator; and the adverse event may have resulted in patient hemoptysis and death.

Manufacturer narrative:
A physical device investigation was unable to be performed as the device was not returned. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. From the limited information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information received on 05-jun-2025 from a voluntary medwatch report: 1. Section a. A1) patient identifier and a2) age of time of event. 2. Section b. B5) describe event or problem. 3. Section d. D1) brand name. 4. Section e. Initial reporter. 5. Section h. H6) health effect clinical code 1. The information in the voluntary medwatch report submitted to FDA was provided by a former penumbra employee. Prior to receiving the voluntary medwatch report from FDA, penumbra attempted to confirm the event and associated details with the hospital. The hospital has not responded to penumbra's request for information. Therefore, the event and details of the event have not been confirmed.

Event description:
It was reported that a potential adverse event involving a penumbra product occurred during a procedure. Based on the limited information available at this time, the product may have been a penumbra separator; and the adverse event may have resulted in patient hemoptysis and death. On 05jun25, penumbra received a voluntary medwatch report submitted to FDA by a former penumbra employee. Based on the report, additional information was received which indicated that the patient suffered a fatal pulmonary artery perforation during the procedure involving an indigo system cat12 aspiration catheter and an indigo system sep12 separator.